Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer stated that the pump was in threshold suspend. Customer's blood glucose level was 114 mg/dl. Customer's sensor glucose reading was 57 mg/dl and their threshold suspend limit was 60 mg/dl. Customer was told not to calibrate and not to go to suspend and look for the sensor. It was explained that there could be some pressure at the site that can cause the chemical in the sensor to no communicate with the fluid in the body. Sensors will be replaced. No further assistance needed.

Manufacturer narrative:
Inspected two opened/used sensors and performed bicarbonate buffer test.1 of 2 sensors failed for low readings. One remaining sensor passed per specifications with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 2032227-2015-08504.